Event description:
In 2007 the lay pt contacted lifescan (lfs) alleging that her one touch ultra 2 meter did not turn on. The complaint was classified based on the customer care advocate (cca) documentation since the pt could not be reached via phone. The pt said the lfs product issue started on the evening of three days earlier. After the issue started, the pt felt thirsty and received an elevated readings described as "200 and under" on her sister's meter. The dates and times of the pt's symptoms and the reading on her sister's meter were not provided. No info regarding the pt's diabetes treatment regimen was provided. The pt denied taking diabetes treatment action or receiving medical intervention because of the reported product issue. The cca noted that the meter did not turn on when the power button was pressed or when a test strip was inserted all the way into the test strip port. The battery was replaced per the owner's manual and was correctly installed. The battery contacts were in good condition. The pt's products were replaced. The complaint is reported because the pt alleges she was unable to obtain a reading on the lfs product and afterward experienced thirst, a typical symptom of hyperglycemia, and an elevated blood glucose reading on another meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, life scan will inform FDA of the results in a supplemental report.